Manufacturer narrative:
Philips initiated an investigation with the monitor ceiling suspension (mcs) supplier to determine the root cause of the monitor falling down. Through this investigation it has been concluded that the seeger ring that acts as the end stop of the mcs actuator was only partly seated in the groove of the holding shaft. This incorrect position was due to the fact that the mcs actuator had been reworked. Philips is continuing with the investigation to determine if any actions on the field are required. When the investigation has been completed philips will inform the FDA

Event description:
Philips received a complaint from the customer in which was stated that an actuator malfunctioned and as a result of that the flexvision 56 inch monitor fell down on the floor. A customer has injured his finger by this incident.

Manufacturer narrative:
Philips has continued with the investigation together with the monitor ceiling suspension (mcs) supplier. Through the collected evidences it has been concluded that: the mcs actuator was reworked during the production process at the supplier. The ¿seeger ring¿ was incorrectly oriented. Tests executed on ¿seeger rings¿ incorrectly oriented confirm that an incorrect orientation by itself is not a factor for the mcs actuator falling down. The ¿seeger ring¿ was fully seated after rework as confirmed by the results of the metallurgical investigation. The design of the mcs actuator is safe as shown by testing. Additionally, to date no other similar incidents have been reported that involve the same failure mode. Based on the collected evidence, philips cannot rule out that the reported fall of the mcs actuator is not an incident. Because of this conclusion, as an additional precaution, philips will start developing a feature that will act as an additional end stop. With the aim of using all available information to identify the root cause, philips will be recovering some of the actuators installed at this customer in the area of (B)(6), to further investigate if there are any similarities between the failing mcs actuator and the others. Should this investigation provide any additional information, we will be informing you.